Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an infection. Also, the pt's pump battery was depleted. The pt's health care provider was going to implant another pump, but discovered the infection around the pump. The pt had to wait for a few weeks until the infection went away before having the implant. The pt reported that there was a bump around the outside and itchiness around the pump six months prior to the explant. The drugs used in the pump at the time of the event not reported. Add'l info has been requested, but was not available as of the date of this report.